Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's would not complete its boot-up. When the device was powered on, the display blinked, but the boot cycle would not complete. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the system pcb assembly caused the device not to power on with ac or dc power. The system pcb was removed and evaluated further. Physio-control determined that the cause of the reported issue was due to an electrical short. A bend in the pcb caused a fracture at capacitor, designator c288, which was shorted and burned. The heat caused an internal short in the pcb at the solder pad and caused the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.